Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons functioned properly. Insulin pump received with cracked reservoir tube lip.

Event description:
Customer reported that the b button on the insulin pump was unresponsive for a month. Customer does not know what her blood glucose level was at the time of the incident. She was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further reported.